Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. Device was received with case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads. No crack on the keypad overlay noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the arrow down key was not working properly and also buttons was not working sometimes. The blood glucose value was unknown. Customer stated that sound was missing from the insulin pump. The product will return for the analysis.